Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 130 mg/dl. The insulin pump had a crack on the battery case. The display screen of the insulin pump showed deep scratches and the top right corner of the screen also had a crack. The insulin pump did shut off completely and didn¿t beep since then. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Insulin pump was monitored and tested with no blank display noted. Insulin pump received with corroded battery tube, broken battery tube thread, cracked case near display window corners, cracked on display window and minor scratches on display window noted.